Event description:
On (B)(6) 2023, the user contacted dario to report high blood glucose (bg) readings. The user reported receiving bg readings in the 500 mg/dl to 600 mg/dl range from her dario meter which the user stated was 200 mg/dl higher than the bg readings that she usually receives. Due to these high readings, the user went to the ER where she received a bg reading in the 400 mg/dl range. In a follow up call, the user reported that she opened and tested her bg level with a new cartridge of strips and received a reading in the 400 mg/dl range, when compared to a bg reading of 513 mg/dl with her non-dario meter. After the above, the user called her doctor, who told her to come to his office in order to receive insulin. At the doctor's office the user received a bg reading in the range of 300 mg/dl to 400 mg/dl with the doctor's meter, and due to this, the doctor prescribed insulin two to three times daily and advised the user to purchase a new meter since both the dario meter and her non-dario meter were not reading accurately. The doctor then sent the user to the ER for further evaluation. The user reported that she also went to the ER on may 18th and on may 19th due to high bg readings and there she received insulin on both days.

Manufacturer narrative:
A replacement of dario's meter and control solution were sent to the user together with a return material authorization (RMA) package, to further investigate this issue. After the new dario meter and control solution were received, dario's representative followed up with the user and she reported that she received normal bg readings for her and both her new dario meter and non-dario meter were reading just a couple of points apart. As of this date, the RMA was not received. If the RMA is received at a later date, a follow up report will be submitted. There is not enough information available regarding the dario meter and strips to investigate. No resolution is available.